Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles were clogged and failed to deliver medication. The following information was provided by the initial reporter, translated from japanese: "according to the user's report, the drug solution did not come out upon priming."

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles were clogged and failed to deliver medication. The following information was provided by the initial reporter, translated from japanese: "according to the user's report, the drug solution did not come out upon priming."

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to determine root cause.